Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic handpiece exhibited toxic anterior segment syndrome (tass) after surgery and patient received medication. The surgery was completed with an alternative handpiece.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed to ensure that the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in sections d.9., h.3., h.4. H.6., and h.10. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the phacoemulsification handpiece (hp) was returned for testing. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The phacoemulsification handpiece (hp) was received for testing on this investigation. A visual assessment of the returned sample found no visual nonconformities. The handpiece was connected to a calibrated resistance breakout box, where the input and output impedance were found to be within specification. The returned sample was connected to a calibrated system. System message (sm) displayed when the handpiece attempted tuning. The temperature of the hp was measured per the product design specification and was found to be within specifications. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. The irrigation and aspiration lines of the handpiece were flushed for particulates testing. The collected debris was isolated and microscopically analyzed and found to contain numerous light, clear, and metallic particles up to 2 mm, 150 m, and 310 ¿m in length respectively. The analysis of the light and clear particulates found the best match to be cotton and proteins respectively. The analysis of the metallic identified elements including carbon, oxygen, aluminum, vanadium and titanium. The presence of these elements along with the visual characteristics suggests the particles are likely a titanium alloy. However, the exact origin of the fibers and particles remains inconclusive. The handpiece was found to meet specifications; therefore, the root cause of the reported event is inconclusive. Based on the information obtained, the root cause of the reported event of particulates is inconclusive and there is no indication that the handpiece manufacturing process contributed to the reported events. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The handpiece (hp) was not returned for testing on this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated that the system displayed error code before the surgery.